Manufacturer narrative:
(B)(4): final analysis reported no anomalies with the pump and normal device function.

Event description:
It was reported that a pump was replaced for normal battery depletion. The catheter was occluded at the distal spinal end and was replaced too. The pt was hospitalized and recovered without injury. The drug infused lioresal.